Manufacturer narrative:
Troubleshooting by our field service engineer showed presence of a residual fluid on a printed circuit board. The circuit board was replaced, the device was tested and placed back in operation. The replaced parts have been requested back for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator intermittently showed a communication error message. There was no patient harm.